Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device expulsion ('migration of essure location of device: uterus/right essure coil was not visualized in the ostia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal. Previously administered products included for an unreported indication: orthocyclin. Concurrent conditions included goitre, hyperthyroidism, esophageal reflux, dysfunctional uterine bleeding, dysphagia, intrauterine synechiae and cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device expulsion and menorrhagia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right essure was placed without difficulty and deployed there were three coils identified. The left side was then cannulated with some difficulty. On (B)(6) 2017:patient was seen perforation that occurred when dilated. Her cervix was not difficult to dilation so initially did not have any concern about perforation but the cavity length measured larger than the initial 10 cm so the procedure was terminated . On (B)(6) 2017:bilateral essure inserts in the corneal region of the uterus noted. She had ablation for random bleeding not related to menses. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: new pfs+mr received. Event injury was updated and new events: migration of essure location of device: uterus, pain, abnormal bleeding(vaginal, menorrhagia) were added. Case becomes valid. New reporters, plaintiffs information added. Concomitant conditions and historical drug added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.